Event description:
It was reported that (1) mcl20 was used during a unknown procedure. It was reported by the rep that the mcl20 clip applier "misfired". The clips were sticking then spitting out clips. A new clip applier was opened to complete the case. There was no consequence to pt.